Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for evaluation for a pressure delivery variation issue. This complaint could not be confirmed or duplicated. During the evaluation of the device at the third party service center, the device's outlet side panel port was found to be broken. The device's side panel needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the ventilator's outlet side panel port was found to be broken and was replaced to address the issue. This information was incorrectly added to the notification. This issue would not have affected the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported a variation in the ventilator's pressure delivery was observed. The ventilator was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated.

Event description:
The manufacturer received information alleging a variation in the ventilator's pressure delivery was observed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.